Manufacturer narrative:
The tech found the side rail latch missing the latch bushing, roller guide and lower pivot bolt. The tech replaced the side rail latch bushing, roller guide and lower pivot bolt to resolve the issue.

Event description:
The tech alleged the side rail is not latching. No pt impact.